Manufacturer narrative:
A correlation between the device and the patient's expiration could not be conclusively determined. The patient was found down and unresponsive at home by their family. The center reported that no log files or equipment are available. No autopsy was performed and the pump was not explanted. No product is available for investigation. A review of the device history records showed no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
Device was manufactured prior to the UDI labeling implementation. Approximate age of device - 4 years, 7 months. No further information is available. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient was found unresponsive by family on (B)(6) 2016. It is not known if the pump was running or if there were alarms at the time of the event. The vad coordinator stated that an autopsy was not performed. None of the patient¿s equipment had been returned to the center by the patient's family. No further information was provided.